Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/23/2015, confirmed the customer's reported issue and determined that the analyzer card on the instrument had malfunctioned resulting in the parameter vote outs. The fse replaced the analyzer card; however upon instrument verification post installation, high platelet (plt) background were recovered upon startup. The fse again replaced the analyzer card resolving issue. (B)(6).

Event description:
The customer reported recovering parameter vote outs (non-numeric results) while running controls and reproducibility on a coulter ac t diff analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. The instrument is used for research only at the facility.